Manufacturer narrative:
Awaiting return and evaluation of device. (B)(4), stimulator, muscle, powered, (B)(4); (B)(4), stimulator, neuromuscular, external functional, (B)(4).

Event description:
The clinician conducted an electrotherapy treatment on the ankle area of patient. The patient was being treated for achilles tendonitis. The patient had been treated by this clinician prior to the incident. The clinician is not sure if the prior treatments had been performed with the same equipment. The patient completed the treatment. The patient did not any discomfort during the treatment. The clinician concluded the treatment. No blistering was noted immediate post treatment. For the achilles tendonitis the clinician treated the patient using the pre-mod waveform. The pre-mod treatment was set up and applied at an intensity of 10 ma for 15 minutes. The treatment was applied with 2x2, nma brand electrodes. The electrodes had been previously used on the patient. The patient received the treatment in the setting position. The appendage being treated was supported with a bolster. The following day the patient contacted the clinic to inform them of the resultant treatment injury. The injury consisted of a second degree burn in the area of treatment. The burn is estimated to be 1 inch in diameter or the size of a quarter. The patient did seek and receive care from a primary care physician.